Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the noise could not be replicated; however, the motor speed was unstable. The motor and sleeve were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that there was an abnormal noise at the pneumatic connection. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.